Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (386 mg/dl). Customer stated that the pump was not delivering insulin; however, during troubleshooting with tandem technical support, the customer delivered a bolus via the pump and bg levels decreased to 263 mg/dl. Customer is a new user of the pump and had not yet seen her health care provider. System check performed with tandem technical support indicating that the pump was performing as intended. Recommendation was made for customer to consult with health care provider to define appropriate basal setting. Follow up same day indicated that customer was able to consult with health care provider and bg levels have improved.